Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the consumer reported that the m41srr power chair will just shut off.